Event description:
It was reported the pump and catheter were removed due to infection approximately four months ago.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).